Manufacturer narrative:
(B)(4). Eval, results: (graft migration, endoleak), (disease progression and aortic neck dilatation). Eval, conclusion: (disease progression and aortic neck dilatation).

Event description:
An endurant bifurcated stent graft system was implanted in a pt for the endovascular treatment of a 7.4 cm in diameter abdominal aneurysm approximately 12 months ago. It was reported that at the one year follow up a cta was done. The results of the cta show that there is a proximal leak which may be a type ii from a lumbar vessel or a type 1. The leak is very close to the proximal edge of the top fabric of the graft. The graft has migrated due to disease progression and aortic neck dilatation. There appears to be at least 15 mm from the fabric to the lower renal artery. The aortic neck is about 15 mm long. There is a small posterior endoleak and the aaa is unchanged but is 7.5 cm in diameter. It was reported that an endurant cuff was successfully implanted and the endoleak resolved. No additional clinical sequelae were reported, and the pt is fine.